Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the bolt which attaches the right head gas spring to the frame was missing. The tech replaced the bolt to repair the bed.